Event description:
It was reported that atrial activity was being undersensed due to crosschamber blanking after ventricular sensing during a atrioventricular nodal reentrant tachycardia. Technical services (ts) was consulted and recommended reprogramming options. This pacemaker remains in service. No adverse patient effects were reported.